Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year-old female patient underwent an unspecified procedure with mentor memorygel breast implants 340cc and suffered several unexplained systemic symptoms, including fatigue, nipple tenderness, abdominal blotting. It was also reported that the devices were found to be ruptured during explantation on (B)(6) 2019. The root cause of the patient¿s symptoms is unclear. This report is for the right side.